Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The pt had no visual complains. The topical steroid drops were increased. In a follow up, the optometrist confirmed that the event resolved with the treatment after a few days.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info become available. (B)(4).